Manufacturer narrative:
Batch review performed on 12 october 2020: lot 1908970: (B)(4) items manufactured and released on 07-nov-2019. Expiration date: 2024-10-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional item involved in the event, batch review performed on 12 october 2020: reverse shoulder system 04.01.0172 glenosphere 36xø27 (k1704529 lot. 179112. Lot 179112: (B)(4) items manufactured and released on 26-mar-2018. Expiration date: 2023-03-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting pain due to a dislocation of the liner from the glenosphere. The cause of the dislocation is unknown. The surgeon revised the humeral reverse hc liner ø36/+3mm with a humeral reverse hc liner ø36/+6mm 1 month after primary. The surgery was completed successfully. The surgeon did not feel he needed to replace the glenosphere. Glenosphere was intact and secure. His plan was to build up on the humeral side with trialing other polys and then also utilizing the more constraining 155 option to get the joint stable.